Manufacturer narrative:
E1: initial reporter address: (B)(6). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported air was detected from the arterial line due to a faulty luer connector of a prismaflex m100 set during continuous renal replacement therapy. No damage was visible to the set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.